Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's reported issue of the ceramic tip being broken was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. It is likely, the reported issue occurred due to a thermal induced impact, wear and tear, improper handling, or a mechanical overload such as from a fall, shock, or similar stress. Three attempts were performed to obtain additional information, but no response was received from the customer. The instructions for use (IFU) provides the following warning regarding this event: ¿4 before use. Warning: infection control risk. Properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing: inspecting the product: visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. Ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning: risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the resection sheath had a broken ceramic tip. There were no reports of patient harm.